Event description:
The facility reported an infusion pump that turns off by itself. Information was not provided regarding whether or not the device was in patient use when the event occurred. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information or contact was available.

Manufacturer narrative:
Date received by manufacture for the initial medwatch is 05/15/2007.

Manufacturer narrative:
Corrected data: the date received by manufacturer is not 05/15/2007 as reported in follow-up medwatch #1. The correct date received by manufacturer is 05/07/2007.

Manufacturer narrative:
Evaluation summary: the reported condition of pump turns off by itself was not confirmed or duplicated during product evaluation. The pump was returned to the customer fully operational.